Event description:
Patient reported right side "cellulitis" from "breast's down" "body to thighs", "pain", and "dime size holes in some areas" on "skin from the cellulitis". Device remains implanted.

Event description:
Patient reported left side "cellulitis" from "breast's down" "body to thighs", "pain", and "dime size holes in some areas" on "skin from the cellulitis". Device remains implanted.

Manufacturer narrative:
The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis.